Event description:
The suspect device exhibited variation in test results when compared with the lab. The following results were reported: inratio 1.2, lab 1.7. Customer will discuss issue with her manager and have her call technical support.